Event description:
The physician believes that the generator was depleted to the point of no communication. The patient had generator replacement surgery on (B)(6) 2015 due to battery depletion. The product will not be returned from the explanting facility. The increase in seizures was due to normal end of service and loss of therapy.

Event description:
It was reported by a caregiver that the patient had recently experienced an increase in seizures due to an unknown reason. The magnet was still working to help control seizures. The patient was advised to follow up with their physician for the increase in seizures. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical intervention has been performed to date.